Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4). The device was discarded, so no engineering investigation could be performed. Without additional information it is impossible to further investigate this event.

Event description:
It was reported to gore that when a gore-tex suture was used to suture a lesion in the patient's mouth, a needle pull off occurred during the procedure. The occurrence did not require a reintervention and no fragments remained in the patient's mouth.